Manufacturer narrative:
The account isolated the left side rail and all functions now operate from the right side rail. When the account reconnected the left side rail the knee ran down on its own.

Event description:
The account alleged the knee was not functioning on the bed. No patient impact.